Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide, and does not require further investigation. The user reported a known history of sensitive skin and dermatitis, as well as previous adhesive related issues. The user's healthcare provider was aware of the reaction and prescribed topical treatments, including hydrocortisone 2.5%, triamcinolone acetonide 0.025%, and mycostatin ointment. The sensor was not removed as a result of the irritation. The user indicated that the issue remained ongoing and that she planned to follow up with a dermatologist, with an appointment scheduled for may 6, 2026. Adhesive tips and alternative options were reviewed with the user.

Event description:
On (B)(6) 2026, the user reported experiencing skin irritation associated with use of the clear adhesive patches, with symptoms including redness and rash. The user stated that symptoms began approximately one week after sensor insertion on (B)(6) 2026.